Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose and insulin flow blocked alarm. Customer's blood glucose value was 417 mg/dl at the time of the incident which was treated with manual injection. The customer was assisted troubleshooting for insulin flow blocked alarm and insulin exited. Customer declined troubleshooting for high blood glucose. Customer would like to try different infusion sets. The insulin pump will not be returned for analysis.